Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup insulin pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.